Event description:
A 59-yr-old female, nursing home pt, had a jejunal tube placed into an existing feeding tube in 1/96. On 3/2/96, the pt was admitted to the hosp with abdominal discomfort and swelling. An endoscopy was performed and revealed that the "y" connecting port had pulled away from jejunal tube leaving the main shaft loose in the pt's stomach. The shaft was endoscopically retrieved using a snare and a new jejunal tube was inserted. No further complications were reported and the pt was discharged back to the nursing home.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.